Manufacturer narrative:
(B)(4). Therapy resumed with actual product. Should additional information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated this issue was an isolated event. The hp confirmed she does not use tape near her cassette. The hp stated she does not ever recall that she has taped her tubing tight; she stated she is very careful with her set up. The hp confirmed she is comfortable with proper procedures and is continuing her therapy without issue. No adverse event resulted from this report. The hp stated she noted nothing unusual with any of her supplies and has not had any further incidents noting air in her lines. This report was not confirmed due to lack of sample evaluation. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found the trend is stable. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted global technical services (gts) regarding a check patient line alarm on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the alarm and advised the hp to check for kinks and closed clamps. The hp stated there was a lot of air in the patient line. The tsr advised the hp to remove tape. The hp confirmed she was draining fine now. There was no report of patient injury or medical intervention.